Event description:
The customer reported that the device displays the message auto test failure. When the device is turned on the splash screen appears, and just as the device is entering clinical mode, the equipment malfunction error appears and the device restarts. The unit continues this behavior until powered off. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer report that the device displays the message auto test failure. When the device is turned on the splash screen appears, and just as the device is entering clinical mode, an equipment malfunction error appears and the device restarts. The unit continues this behavior until powered off. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.